Event description:
It was reported that this patient's right ventricular (rv) lead was found to be exhibiting a slow, but gradual increase in shock impedance measurements. The most recent measurement was high and out-of-range at 128 ohms. Technical services was contacted and recommended thorough in-clinic testing and potential diagnostic imaging and shock tests to evaluate the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead was found to be exhibiting a slow, but gradual increase in shock impedance measurements. The most recent measurement was high and out-of-range at 128 ohms.